Event description:
A customer contacted beckman coulter inc., (bec), and reported there is an unidentified leak in the hydropneumatic drawer in synchron lx I 725 clinical system. The customer cannot find the source. Fluid is in the drawer and a small amount leaked under the analyzer. The leak is contained with towels and no one was splashed or injured. Customer was wearing gloves and a lab coat when the leak was contained.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found v12 tubing leaking and replaced the tubing. The fse also cleaned up wash concentrate puddle in hydro try. The fse primed the system numerous times and monitored operation while running patient samples. Hardware is the root cause for this event.